Event description:
It was reported that the product was leaking during infusion. The leakage occurred on the part of the tubing at the proximal side of the cassette (just before entering the pump). No patient injury reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided for h.2, h.3 and h.6. Four photos and one sample were received for evaluation. Visual inspection revealed the sample was received in a plastic bag; no damage or defects were detected. Functional testing was performed, and the reported issue was able to be replicated. The root cause could not be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.